Event description:
It is reported that a customer's father called in to complaint that the insulin pump the pt was using was not recording the bolus info. The pt was hospitalized but the pt's low blood glucose was not recorded. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).